Manufacturer narrative:
The correct aware date is (B)(6) 2023.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient while surgery was in progress, the cardiosave intra-aortic balloon pump (iabp) units touch screen does not respond. When attempted to change the settings, the touchscreen did not respond and would not operate, when the operator cleaned the touch screen it had temporarily improved but the phenomenon that the touch screen does not respond has reappeared.

Manufacturer narrative:
Additional information : e3 is unknown (initially it is submitted as "other healthcare professional") it was reported that cardiosave intra-aortic balloon pump (iabp) touch screen does not respond. A getinge field service engineer evaluated touch screen failure (touch panel reacts on its own). We have confirmed the symptoms. One set of monitor was replaced. After the replacement, we ran for a run to see if the symptoms recurred. Equipment is in good condition. It is unknown of patient involvement.